Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, and functional testing, the customer problem was duplicated. The pump was found to have an analog to digital conversion (adc) safety signal interruption that caused the problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative cleared the error code and installed software applications. Additionally, the downstream occlusion (dso) sensor assembly was replaced due to the analog to digital conversion screen high value in mv. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump error code 41100 occurred before infusion. Per reporter, there was no physical damage and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.